Event description:
It was reported that the user experienced loss of continuous glucose monitoring data on the ilet while using a dexcom g6, including a ¿dosing stopped¿ message and no cgm readings despite the pump indicating a connected sensor; guidance was provided to start a new transmitter and to restart the pump, and the sensor code was confirmed, with advice that a manual blood glucose entry could be required to initiate calibration. Symptoms included no cgm values available for dosing decisions. Outcomes included temporary interruption of automated dosing on the ilet and the need for manual blood glucose entry and calibration. Investigation included technical troubleshooting and user education. Investigation of this case revealed a likely sensor data availability issue impacting communication to the ilet rather than a pump hardware malfunction. It was concluded that the event was consistent with a cgm signal or sensor performance issue affecting ilet dosing, resolved through restart procedures and calibration guidance.